Event description:
It was reported that "gamma nail explanted, pt had no femoral head left. The nail looked fine. Replaced with a total hip."

Manufacturer narrative:
Devices discarded by the hospital. No evaluation will be performed. If the device or additional information becomes available, it will be submitted on a supplemental report.